Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw2517 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported that the clips on the end of the PICC didn't clip on and placer had to use repair kit on two piccs. This report addresses the second of two devices.